Event description:
A user facility reported a torn capsular bag. No details were provided. More info is being sought.

Event description:
Additional info provided by the reporting facility indicates that the torn capsular bag was not related to the intraocular lesn (iol). The pt had a small pupil. Sphincterotomies were performed and while the surgeon was preparing to insert the lens, he decided to use an anterior chamber lens instead.